Event description:
The customer reported to vyaire medical that the ltv 1200 ventilator unit went alarming high pip (peak inspiratory pressure) on a patient. Adjustments to settings did not correct the alarm. Patient was switched to a different ventilator with the same circuit to resolve the issue. There was no patient harm reported associated with the reported event.

Manufacturer narrative:
The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Manufacturer narrative:
Results of investigation: the suspect device was returned for investigation. Vyaire medical was not able to verify the customer complaint regarding vent alarming high pip (peak inspiratory pressure) during patient use. The reported issue was not reproduced. A visual inspection of ltv did not show any signs of physical damage. Utilizing the same settings from the customer which mirror the performance checkout setting with the service manual, reported high pip issue was not reproduced. It also passed the leak test after entering in service mode. The unit was again powered on to cycle and the pip was tested with the settings set per the pressure operation test settings within the service manual were found within specification. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.